Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional had reported that following cataract surgery with intraocular lens (iol) implantation, patient had blurred vision, difficulty reading, difficulty seeing street signs and are moderate in severity, right eye worse than left eye. They planned to replace lens on (B)(6) 2026. Additional information has been requested and received stating that lens was replaced with company same lens model but one diopter less power. There are two medical device reports associated with this patient. This file is for right eye.